Manufacturer narrative:
Based on the results of the investigation and the information provided, a root cause could not be identified. The event can be detected /prevented by handling the device in accordance with the following IFU. IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during reprocessing foreign matter came out from the air/water nozzle and distal end. There was no patient involvement in this event.